Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted that the patient was overweight. Neither lead slack nor fixation was sufficient and the lead was pulled downward and dislodged. Sensing of the p-wave was noted to be completely disabled. Initially, reprogramming was performed and later the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.